Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. Based on the results of the investigation, the suggested event was confirmed. The probable cause was determined as due to a broken cap on the power switch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device failed to power on due to a faulty power switch, four suction feet at the bottom had weak suction force, the main chassis was rusted inside, the plastic cap was torn off, the air pressure fluctuated due to a worn out air joint unit and connector socket, and there was tubing of an old type. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the maintenance unit did not power on in the scope room. The issue was found during reprocessing. There were no reports of patient harm.